Event description:
During patient treatment, the oscillatory driver stopped and could not be restarted. A burning smell was also noticed. The patient was placed on another model 3100a without compromise.